Manufacturer narrative:
The manufacturer did not receive devices, x-rays, or other source documents for review. As no lot number was provided, the device history records could not be reviewed. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported that the patient was implanted a wagner sl revision stem hip impl win gen on an unknown side (exact date not reported) and the patient underwent revision surgery on unknown date due to recurrent deep infection.

Manufacturer narrative:
As the case at hand was taken from a journal article it is not suspected that the device or additional information is being submitted. A technical investigation was not possible to perform, as the devices were not at hand for investigation as the device was not returned. However, based on the available information the investigation is conducted with outcome as follows. No trend analysis could be performed as no item and lot number is available. As no lot number was provided for the device, the device history records could not be reviewed. At zimmer gmbh all medical devices prior release to market undergo several quality inspections as defined in our quality procedures. Our quality inspection- and deviation procedures ensure that only products fulfilling the specification are sold. These procedures are part of the overall quality management system at zimmer gmbh and get regularly audited by our notified body, competent authorities and internal and external auditors. Thus, for all products sold to the market can be assumed having a complete and correct DHR. Event summary: according to the received journal article, it was found that in one patient was revised due to deep infection. Root cause analysis: root cause determination using dfmea: infection due to failure of sterilization procedure due to supplier process => possible: the lot number of the affected product was not provided. Therefore, the sterilization certificates could not be reviewed. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Infection due to failure of sterilisation procedure due to design => possible: the lot number of the affected product was not provided. Therefore, the sterilization certificates could not be reviewed. However, single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. Transmission of infectious agents, infection due to reuse of the device which is only intended for single use => possible: based on the available information, a potential re-use of the product cannot be excluded. Infection due to proposed resterilization procedures in IFU not effective => not possible: the available package insert clearly describes the re sterilization process. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implant were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Single-use, sterilized devices manufactured or distributed by zimmer biomet are sterilized in accordance with FDA regulations and iso standards to a sterility assurance level of 1.0 x 10-6 or better. Therefore, it is not suspected that the product caused or contributed to any patient infection. That being said, the conducted root cause analysis did not come up with a specific root cause. However, a potential inappropriate re-use of the device might contributed to the event. However, this cannot be confirmed. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).